Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hypoglycemia during the pairing and warmup of a new sensor, with the lowest blood glucose of 56 mg/dl and acknowledgment that glucose levels were affected. Symptoms included low glucose without loss of consciousness, dizziness, or other acute complications. Outcomes included self-management with oral fast-acting carbohydrates and no medical intervention or hospitalization. Investigation included troubleshooting and user education. Investigation of this case revealed that the cause of the hypoglycemic event was unclear. It was concluded that the event was user-reported hypoglycemia with unclear causation and that no device malfunction could be confirmed.